Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a clave neutral connector with item number ms980 and lot number 14820690: it was reported that they are experiencing malfunctioning clave connectors breaking and leaking. There was no reported patient involvement and harm.